Event description:
Additional information: the pump was ¿nearly eroded thru the skin after many years, but not extruded¿. There was no infection. The cause of the event was reported to be internal pressure/pressure necrosis causing erosion. The patient recovered without sequela.

Event description:
It was reported that the pump had to be replaced because it was coming through the skin. Thisstarted in (B)(6) 2013. The new pump was implanted in the abdominal muscle. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID 8703w, lot# j0039915r, implanted: 2000-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).